Event description:
Serratia infection in the right knee [arthritis infective]. Right knee effusion [joint effusion]. Swelling of the right knee [joint swelling]. Increase in right knee [arthralgia]. Arthroscopic surgery of the right knee [arthroscopy]. Arthrotomy of the right knee [knee operation]. Case description: spontaneous report received in 2009, from a male patient, who is an osteopathic physician, whose relevant medical history included: osteoarthritis and right knee pain. The patient received his first 2 injections of synvisc into the right knee two times in the same month in 2009, respectively. The synvisc lot number was x0806 with expiration date of oct-2011. By the weekend following the patient's second synvisc injection, he was hospitalized due to an increase in the right knee pain and swelling of the right knee. The right knee was aspirated and cultured nine days prior to original date. During the hospitalization, arthroscopic surgery was performed on the right knee two times the same month. An arthrotomy of the right knee was performed four days later. The aspirated fluid and cultures taken during surgery were positive for serratia, gram-negative rod. At the time of this report, the patient was still hospitalized. The osteopathic physician assessed the relationship of the events to synvisc as possible. As of the date of receipt of this report, the patient outcome was unknown. The qa (quality assurance) results were received on 26-jun-2009. The production and quality control documentation for lot number x0806, expiry date 10/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number x0806, expiry date 10/2011 were reviewed. The investigation showed the product met specifications. No associated non-conformances were noted.